Event description:
It has been reported to philips that the allura xper fd10 system was not switching on. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not switching on. Review of the system log file showed that ippc graphics card issue. Fse reseated the graphics card and download board software for ippc. After reseated the graphics card and download board software for ippc, system was returned to use in good working order. The codes were updated based on the investigation outcome.